Event description:
It was reported that the customer experienced a blood glucose (bg) level of 187 mg/dl; cause was unknown. Reportedly, the customer received third party assistance from her husband, who assisted in changing the cartridge to address bg. Customer declined further troubleshooting with tandem technical support, and additional information could not be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.